Event description:
It was reported that this right atrial (ra) lead was surgically explanted after the lead could not be retracted during an attempted repositioning procedure. This ra lead was replaced with the same model and was returned. No additional adverse patient effects were reported.